Manufacturer narrative:
Concomitant product(s): product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3889-28, lot# j0349470v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The consumer reported that she never had therapeutic effect with the permanent implant. There was no fall or trauma, positional movement or environmental exposure related to this issue. The patient wants the device removed. She tried to turn it on last year and it did not turn on. The patient was indicated for urinary dysfunction/ sacral nerve stimulation. There was no further information provided. If additional information is received, a follow up report will be sent.